Manufacturer narrative:
This report is submitted on august 5, 2022.

Event description:
Per the clinic, the patient developed cellulitis over the implant site on (B)(6) 2022, and subsequently was treated with oral antibiotics. The issue has since resolved.